Event description:
Pt was undergoing a laparoscopic cholecystectomy. A surgical clip was placed on the cystic duct, a cholangiogram catheter was placed, and a cholangiogram was performed. Physician noted a small radio opaque object on the films. The clipper plier was removed and found to be broken, with one tip missing. Upon investigation the object on x-ray was found to be a piece of the clipper pliers approx 1 1/2" long. This piece and one loose clip were removed from the pt. Repeat x-ray showed no foreign body in the pt.